Event description:
Related manufacturer reference number: 3006705815-2022-14680. It was reported the patient experienced ineffective stimulation due to auto reducing. Diagnostics indicated one lead had high impedances. Surgical intervention may take place at a later date. Note: it is unknown which lead is liable, was such both leads are being reported.

Event description:
Addition information received indicates the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of autoreducing was confirmed. As received, the octrode lead had all its internal wires broken, that would cause auto reducing and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.